Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2015 at 11:00 a.m. She "felt (her) sugar was high" so she self-presented to the emergency department of a local hospital at approximately 1:00 p.m. Upon arrival at the hospital, customer was diagnosed with hyperglycemia and administered an insulin injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.